Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after cataract surgery with an intraocular lens (iol) implant, a patient has been complaining of glare, halos, contrast, and floaters, making her unable to drive at night and unable to read without reading glasses. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the patient that "I am unhappy with my implants. My vision is not clear, I have headache, I have issues driving, and double vision. I have to wear reading glasses in order to read.